Manufacturer narrative:
The complainant was unable to provide the suspect catalog model number, device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010, exact upn is unknown. According to the complainant, post procedure the (exact date is unknown), the plug/cap on the y-port adapter detached from the device and was not found. There were no serious injuries reported.